Event description:
Site of implant removed #27. Oral hygiene: good. Did implant achieve osseointegration? No. Surface completely covered with bone. Chlorhexidine used. There was swelling. Another implant not placed in the site during surgery. Prosthesis not installed.